Event description:
Information was received from a patient who was receiving unknown baclofen (did not ask mcg/ml at did not ask mcg/day) and prialt ( ziconitide, snx-111) (did not ask mcg/ml at did not ask mcg/day) via an implantable pump for unknown indications for use. It was reported that she had her appointment on (B)(6)2024 and received a message she never seen before: alert 528. She has never had magnetic resonance imaging (MRI) since she had the pump placed in 2019. The patient services (pss) explained alert 528 and reviewed that the pump probably detected a motor stall since she was not having any current issues, the pump was not alarming, and their healthcare provider (hcp) was not concerned with the alert. The pss reviewed that if the hcp had questions, they could contact our technical services group. However, the clinic was in transition, and she did not have a managing physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.